Event description:
It was reported that the customer had issues with the inserting the sensor. The customer stated that the sensor was not coming straight out of the serter. The customer's blood glucose was unknown. The customer declined troubleshooting. The customer further stated that the sensor base remained on the pedestal when the serter was pulled away from the pedestal. Nothing further reported.

Manufacturer narrative:
(B)(4) analysis inspected 1 opened/used enlite sensor and found needle separated from sensor. Complaint against enlite-serter.